Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to 454 mg/dl. The customer stated their blood glucose has been in the range of 300 mg/dl to 400 mg/dl since being on insulin pump therapy. The customer treated their blood glucose with manual injections. It was also reported the customer had an insulin allergy, which may be a contributing factor to their blood glucose issues. The customer also stated they had psoriatic arthritis. The customer did not troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.